Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba) and display. Visual inspection revealed no anomalies with the main board, it was confirmed that the display white wire was compromised. Bench analysis found that the device powered up to an error. After the electrically erasable programmable read-only memory (eeprom) was replaced, the device powered up normally. The device was run on the automated test console, all tests passed. The error log was reviewed and errors were documented in the log. These errors are communication errors between the die stack and the microprocessor. Conclusion: confirmed the reported event, the eeprom was corrupt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error and attributed it to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the display wire insulation was compromised and damaged and the hanger assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that immediately upon power-up the external pulse generator generated an error. It was noted that the biomedical engineer was unable to clear the error. The generator was returned for service. There was no patient involvement.